Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that this type of event may occur. Under possible adverse effects, it states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Product location unknown.

Event description:
Patient underwent unknown conservative treatment on right knee due to tibial fracture 17 days post-implantation. No implants were revised.